Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and a sling was implanted on (B)(6) 2007. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: 2 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat pelvic organ prolapse, real incontinence and an obturator sling was implanted. Concomitantly the patient underwent a cystocele repair, cysto, rectocele repair, anal sphincteroplasty. Outcomes reported as pain, infection, urinary and bowel problems, and recurrence. (B)(4). .

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4).: it was reported that following insertion the patient experienced vaginal itching and malodorous vaginal discharge.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency. It was reported that the patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6) at the (B)(6) clinic foundation.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and discomfort.